Manufacturer narrative:
Evaluation summary: per evaluation, minimal calcification is detected in the cusp area of leaflet 2 minimal calcification is detected in the free margin of leaflet 2. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 2mm. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 4mm. Pledgets were also observed on host tissue on the inflow aspect. Host tissue is minimal at the stent outflow and moderate at the stent inflow. The x-ray demonstrates calcification. Method code: "x-ray". The subject device was returned. Per our evaluation, minimal calcification in leaflet 2 and minimal host tissue overgrowth onto the issue outflow and into the orifice were observed. The root cause of this event could not be conclusively determined based on the available information. As initially reported, there have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 8 years and 3 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
No additional information was provided by the health-care provider regarding the explanted device. Per the discharge summary provided, the patient has undergone recent elective redo bioprosthetic aortic valve replacement with ascending aortic tube graft for his ascending aortic aneurysm measuring 5 cm on (B)(6) 2012. On (B)(6) 2012, the patient was admitted due to atrial fibrillation with rapid ventricular response, status post tee and dc cardioversion with resumption of normal sinus rhythm. Tee studies reveal no evidence of atrial appendage thrombus. No significant valvular abnormalities. No evidence of pfo. Normal ventricular systolic function. The patient was discharged home on (B)(6) 2012. The patient is afebrile and hemodynamically stable at the time of discharge. Unfortunately, the subject device was not returned for evaluation. Therefore, the root cause of this event could not be conclusively determined. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Reoperative valve surgery carries significant risk. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.